Event description:
Our pharmacy has experienced issues getting oral syringes from our main manufacturer baxter. We have had to substitute with other mfgs, like bd and medisca, to hold us over. I am writing this report to make ismp aware that the medisca 20 ml oral syringes should be used with caution because they use 0.5 ml increments on their syringes, while most manufacturers use 1 ml increments. 0.5 ml increments are very confusing, and we have caught many doses that are drawn up incorrectly due to this. They also have the amount of teaspoons on the left side of the syringe, which hasn't caused any issues yet, but can be confusing. (B)(6). Submission ID: (B)(6).